Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycles / at one point bleeding was so bad that it lasted a month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular around the time of her 2010 essure procedure, and she had no problem going about her daily life. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), migraine ("migraines / severe migraine") and menstruation irregular ("protracted / irregular bleeding / menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, abdominal pain, dysmenorrhoea, alopecia and migraine had not resolved and the pelvic pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding date of insertion , previously mentioned in summons (B)(6) 2010, now in pfs reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: no contrast extends into the fallopian tubs [sic]. Diagnostic results: cont.. Hsg no free spill of contrast is present into the pelvis. Most recent follow-up information incorporated above includes: on 26-jan-2021: plaintiff fact sheet received. Case category changed from other event to serious incident. Event menorrhagia is made serious incident. Events added from pfs- protracted / irregular bleeding / menstrual cycles, pelvic pain. Date of birth were added. Reporter information were added. Date of removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycles / at one point bleeding was so bad that it lasted a month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, asthma, vaginal bleeding, cholecystectomy, pelvic pain female, menometrorrhagia, ovarian cyst, cystoscopy, uterine haemorrhage and pelvic discomfort. Her menstrual cycle was regular around the time of her 2010 essure procedure, and she had no problem going about her daily life. Cont.. Hsg no free spill of contrast is present into the pelvis. Previously administered products included for an unreported indication: valium, flonase and morphine. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), migraine ("migraines / severe migraine") and menstruation irregular ("protracted / irregular bleeding / menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy using da vinci system,removal of fallopian tubes). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, abdominal pain, dysmenorrhoea, alopecia and migraine had not resolved and the pelvic pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding date of insertion , previously mentioned in summons - (B)(6) 2010, now in pfs reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: no contrast extends into the fallopian tubs [sic]. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of product technical complaint on 29-jan-2021: mr received: medical history, reporters information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.